Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous, moderately calcified and 3.8 in diameter distal right coronary artery (rca). After a stent was deployed in the proximal rca, pre-dilatation was performed twice at 14 atmospheres using a 2.5x10mm non-bsc balloon catheter. A 3.00 x 12 synergy¿ stent was then advanced but failed to cross the mid rca. The device was attempted to be removed; however, the device came into contact with the calcified part of the lesion and the stent got dislodged in the mid rca. Subsequently, a 2.5x12mm non bsc balloon catheter was advanced and was used to deploy the dislodged stent in the mid rca. The procedure was completed by deploying another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.